Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the battery of the analyzer was depleted (normal). Analysis also found the keyboard left hinge was broken. It was noted error was found in the programmer software history.

Event description:
It was reported there was non function between the customer and the device. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.